Event description:
The patient reported that their pump had black lines all over the screen and that every time a button was pushed, the screen would come on for a second then blink off again almost immediately. They replaced the batteries, and the same thing happened. They could not get to the history of pump.